Manufacturer narrative:
Additional information: based on the received information from the field, damage to the active electrode due to excessive mechanical stress seems very likely. In addition two channels were involved in a short circuit previously to the reported event for undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ testing showed affected channels. Reportedly, there has been no worsening of hearing benefit or speech observed in the bilaterally implanted recipient.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. As per device explantation report one channel was found out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels. Reportedly, there has been no worsening of hearing benefit or speech observed in the bilaterally implanted recipient.the user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. Reportedly, there has been no worsening of hearing benefit or speech observed.